Manufacturer narrative:
Event date year valid only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had been trying to charge and they got looking for device. The recharger cannot find the device while charging. The rep stated they had met with the patient three times. They stated the patient had one battery site revision and the device didn't feel too deep. The rep wanted to try a new recharger before going back for another surgery. The revision occurred 2-3 months after the initial implant because the ins was too deep to recharge. The rep became aware of the revision and reoccurring recharging issues on (B)(6) 2019. No further complications were reported or anticipated.